Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2012 along with the concurrent procedures lavh/bso and exploratory laparotomy w/urostomy for bladder injury during procedure for sui, pelvic pain, endometriosis and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent exploratory laparotomy, cystotomy, excision of mesh and mesh revision on (B)(6) 2012. It was reported that patient underwent transvaginal and transabdominal excision of mesh, and cystoscopy with right urethral stent placement on (B)(6) 2013 for pelvic pain, dyspareunia, wound separation, uti, prevesicular hematoma and labile hematoma. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.